Event description:
It was reported that the dexcom g6 cgm lost pairing with the ilet, accompanied by two sensor errors, after which the user performed a fingerstick and entered the value, restoring glucose display on the ilet. Symptoms included transient loss of cgm data visibility without reported hypoglycemia or hyperglycemia symptoms. Outcomes included temporary interruption of cgm data to the ilet that resolved after manual blood glucose entry. Investigation included troubleshooting and education with the user regarding sensor error messages and pairing behavior. Investigation of this case revealed a temporary transmitter or communication issue between the cgm and the ilet, with function restored after user intervention and no persistent device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication disruption that self-resolved.